Event description:
57 year old male underwent a radical retropubic prostatectomy with bilateral pelvic lymph node dissection. As the surgeon closed the skin layer, the tip of the needle broke off. Wound explored; needle tip not found. Flat plate of abdomen obtained; needle tip not visualized.